Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), implanted: (B)(6) 2013, product type recharger; product ID 97740, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported the patient lost weight and was now getting a shocking sensation in her right low back at increased amplitudes when she moved around. An impedance check was performed which revealed high impedances of greater than 10,000 on electrode #8 which was programmed. The rep. Reprogrammed the patient avoiding using electrode #8 and was able to maintain good coverage of the low back area without the shocking sensation when the patient moved around which resolved the issue. Relevant medical history includes spinal pain.